Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02275.

Event description:
The customer reported two false positive results with the idnow covid-19 assay performed on various dates. This report is two of two. The customer reported one false positive with the idnow covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core) on a nasopharyngeal sample collected on (B)(6) viral transport medium generated a negative result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064887 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1064887 and test base part number 190-430 / lot 1064887. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine an assignable root cause, as the log files were not provided for investigation; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Based on the above summary, the investigation is considered closed. The product will continue to be monitored and tracked.